Event description:
Nurse called to complain that the device reads "hi" and that it will not automatically run the calibration check strip. The devcie was replaced and the defective one returned for investigation.